Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) checked unit functionality no issue found. Perform full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. There was a patient involvement but no harm was reported.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit screen is not working. The touchscreen is very difficult to get it to respond to her touch. There was no patient harm.